Event description:
During a femur fracture case, the operative leg was in traction. During manipulation of the leg and device, the traction unit broke.

Manufacturer narrative:
Unk reason of failure, request to customer for return for eval.